Event description:
It was reported this balloon developed a leak after successfully deploying another MFR's stent in the renal artery. A post-stent placement angiogram revealed slight extravasation from the renal artery. Another balloon catheter was used to apply pressure to the extravasation site for approximately 5-10 minutes. The extravasation ceased and the procedure was completed successfully at that time. No pt sequelae resulted from this event and the pt's condition is good. It was indicated this balloon catheter was used to deploy a stent in the renal artery which is not an indicated use of this device. Co believes this non-indicated usage of the device may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "marshal balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteris and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...certain sizes of the marshal balloon dilatation catheter are also indicated for deployment of the palmaz and the palmaz-schatz balloon-expandable stent for the biliary system...any use for procedures other than those indicated in these instructions is not recommended...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilataion, immediately discontinue the procdure. Deflate the balloon. Do not reinflate and remove carefully."